Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with results of the investigation once it has been completed.

Event description:
A customer reported that fentanyl leaked from a hole in the pump segment. The customer stated the administration set was loaded incorrectly. Per the customer's e-mail: "fentanyl drip hung approx 9 pm, rate was 6 ml/hr, around 11 pm, noticed fentanyl bag almost completely empty. Check pump, correct rate of 6 ml/hr on pump, noted large clear puddle on floor under IV pump... Assessed fentanyl bag, no leaks/holes noted in bag. Noted IV tubing wet, removed IV tubing from pump and noted hole/leak in tubing just below blue hub. New fentanyl drip obtained and primed on new tubing, hung." There was no pt harm or medical intervention. The customer did not provide any further pt or event info.